Event description:
It was reported to covidien on 07/20/2009 that a customer had an issue with an electrode. The customer reports that after removing the electrode, the pt had skin tears. The customer stated this pt has a history of skin tearing. The nurse dressed the tear with telfa and bactroban.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.